Manufacturer narrative:
Device evaluated by MFR: a visual examination of the balloon identified a longitudinal tear in the balloon material. The tear stretched from the proximal markerband and it extended distally for 5 mm in length. A detailed examination of the balloon and proximal markerband could not identify any anomalies which could potentially have contributed to the tear. It is noted that the device was fully intact and no segments of the device were missing. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during percutaneous coronary intervention, the balloon broke. Vascular access was obtained via right femoral artery. The 40% stenosed lesion was located in the moderately calcified and moderately tortuous proximal right coronary artery. A 2.00mm x 15mm maverick² balloon catheter was used, however, the balloon broke after inflation. The number of inflations and to what atm's is unknown. The device was not removed intact. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that during percutaneous coronary intervention, the balloon broke. Vascular access was obtained via right femoral artery. The 40% stenosed lesion was located in the moderately calcified and moderately tortuous proximal right coronary artery. A 2.00mm x 15mm maverick² balloon catheter was used, however, the balloon broke after inflation. The number of inflations and to what atm's is unknown. The device was not removed intact. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).